Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 23x3.0mm target lesion was located in the moderately tortuous and severely calcified left main artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured 25cm away from the distal end. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was tightly folded. The hypotube and distal shaft were microscopically, tactile and visually inspected. Inspection revealed numerous kinks in the hypotube with a complete separation in the hypotube located 56.5 cm from the strain relief. The fracture faces of the hypotube were oval, as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 23x3.0mm target lesion was located in the moderately tortuous and severely calcified left main artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, it was noted that the shaft was fractured 25cm away from the distal end. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.